Manufacturer narrative:
Date of event: date of publication journal article: long-term outcome of second-generation everolimus-eluting stents and endeavor zotarolimus eluting stents in a prospective registry of st elevation myocardial infarction patients. Year: 2013 ref: doi: 10.4244/eijv8i10a184. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled 'long-term outcome of second-generation everolimus-eluting stents and endeavor zotarolimuseluting stents in a prospective registry of stelevation myocardial infarction patients' was submitted for review. The aim of the study was to compare the long-term performance of non medtronic everolimus-eluting stents (ees) and endeavor zotarolimus-eluting stents (e-zes) in stemi. The endpoint included the occurrence of cardiac death, target vessel-related myocardial infarction, target lesion revascularisation (tlr) and stent thrombosis. The sample consisted of 931 patients, they were treated with primary percutaneous coronary intervention (pci) for stemi in a high-volume tertiary centre. 412 were treated with ees and 519 were treated with medtronic endeavor e-zes. Patients received beta-blockers, ace-inhibitors and statins within 24 hours. Additionally, patients were prescribed dual antiplatelet therapy, consisting of aspirin 100 mg (warfarin if there was an indication of coumadin) daily for life and clopidogrel 75 mg daily for 12 months. The investigation concluded that lower rates of the endpoints in ees patients compared to e-zes patients, driven by lower rates of tlr.